Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision. Patient stated he does not have any devices implanted. Reportedly a few days after implant procedure he had them all explanted due to infection. Evidence reasonably suggests that surgical intervention was needed to resolve the issue. There were no additional adverse patient effects reported.